Event description:
Venipuncture completed w/out using sterile safety blood collection set including tube holder with pre-attached multiple sample luer adapter. When procedure complete shamrock pulled over needle. When preparing to discard device, needle punctured gloved finger of lt hand lock device failed. When this was brought up in a safety meeting other nurses also reported that "sometimes that safety devices does not hold."